Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found records of power-on-reset in the history. A battery compartment crack was found above the grip pad. Pump casing cracks were found at the top right corner of the display and the lower right corner of the display between the case seal and the keypad cover. Moisture intrusion was evident in the battery compartment as well as behind the display. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Evaluation was unable to duplicate the alleged power issue. Related to the complaint, a leak test showed leaks at the battery compartment and casing compartment cracks. Pump casing was opened and moisture intrusion was evident throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, there was a blank screen with evidence of moisture intrusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.